Manufacturer narrative:
Medical device problem code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -14.0/+5.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was explanted. On this same date a shorter length lens was implanted and this resolved the problem. The cause of the event was reported as unknown.